Manufacturer narrative:
Ge healthcare performed a checkout of the equipment. The high powered display unit was replaced, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, following the boot-up process, the unit had a system failure. There was no report of patient involvement.